Manufacturer narrative:
(B)(4). The customer reported that the ac power indicator was not lighting when ac power was plugged in and the battery was not charging. They tried another known good ac power module but the issue remained. The device was evaluated at philips. The symptom was verified. The power pca was replaced to resolve the issue.

Event description:
The customer reported that the ac power indicator was not lighting when ac power was plugged in and the battery was not charging.